Event description:
Correction: it was reported that that the right ventricular lead exhibited noise oversensing. The patient had experienced lightheadedness and palpitations and was unknown if it was related to the noise. The patient presented on (B)(6) 2019 for lead revision procedure and the lead was capped and replaced successfully. The patient was stable post procedure. New information received indicated that the patient experienced shock and the lead was fractured. The lead was explanted during an unrelated procedure. The patient tolerated the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This report is related to previously reported complaint of noise, MFR number 2017865-2014-17025. It was reported that the right ventricular lead exhibited noise oversensing. The patient had experienced lightheadedness and was unknown if it was related to the noise. The patient presented on (B)(6) 2019 for lead revision procedure and the lead was capped and replaced successfully. The patient was stable post procedure.

Manufacturer narrative:
The reported events of noise and insulation damage were confirmed. A complete lead measuring 52.5cm was returned for analysis. Final analysis found one external insulation abrasion noted at 18.0 cm to 18.4 cm from the connector pin consistent with friction to the device can and multiple insulation degradations noted from 49.0 cm to 50.3 cm from the connector pin and adjacent to the connector boot resulting in the reported events.